Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurses applied ointment to the skin irritation and confirmed that the skin irritation improved.